Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, fluid, and damage to the chest wall."

Event description:
Patient reported right side "pain" and "went in for a biopsy for right implant due to fluid and damage on the chest wall. Patient reported a scar on right breast. Patient reported needed to have two surgeries." Device remains implanted.